Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 unit customer rhonda called in for help on 8100 unit she was try to run the pm test and get failer on pressure test, customer like to send unit in for services repair. They are unable to repair the units their self. Customer will call back once they have their po #.